Event description:
On the event date, customer reports that during a retrograde cystogram, the ii would not align and allow fluoro or rad shots to be performed. Customer not willing to provide patient information, but does report no patient injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer confirmed error message of system misaligned; x-ray disabled. Fse also noted that the x-ray tube and image intensifier were visibly misaligned. Fse troubleshot the cause to a corroded transducer amplifier board attached to ii position pot. This is not a common problem cause . There was no sign of how fluid got on the board. Fse replaced board according to service manual # 4041005-e, pages 3-12 and 3-13, verified tracking of ii with tube and confirmed x-ray capability. System returned to full service by the customer.